Event description:
This is a spontaneous case report received from a non-healthcare professional in united states on 17-feb-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted after a midterm miscarriage she had in 2008. The consumer reported that she chose essure and immediately following her surgery she had immense pain, constipation, nausea and vaginal bleeding. The pain not only continued but got worse as time went on. She began vomiting every morning due to nausea and having abdominal pain severe which left her crippled for days. She had become subject to frequent bladder infections and horrid vaginal rashes as well as rashes over all body. She was constantly bloated and suffering from chronic diarrhea when she was not constipated. She had pain in all of her joints, frequent numbness of extremities and loosing grip easily with hands and tending to be unsteady with weight on her legs. She also had excessive hair loss and loss of muscle tone regardless of regular exercise and activity. She also mentioned the emotional distress it has put on her life. She stated that after a scary hospital stay, she decided to have essure removed, and found a doctor willing to perform a tubal ligation in 2010. Since surgery her symptoms have lightened but were still present. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had immense pain/ abdominal pain severe. She had a hospital stay and decided to have essure removed; a tubal ligation was performed. Her symptom has lightened but was still present. This event is listed in the reference safety information for essure. After essure insertion, abdominal pain may occur. Given the nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a device removal and hospitalization were required. A product technical analysis is expected. Follow-up is not possible due to lack of consumer contact information.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.